Event description:
It was reported that the customer's pump screen was dark and would not turn on. The issue caused the customer's blood glucose level to exceed 500 mg/dl, displaying as "high." The customer addressed the high blood glucose by administering a correction injection via multiple daily injections (mdi), without requiring third-party assistance. Technical support instructed the customer on troubleshooting steps, which failed to resolve the issue, and confirmed the pump was vibrating with a red led light blinking. Consequently, a replacement pump was sent, and the customer was guided on how to return the malfunctioning pump to tandem. The customer's insulin delivery was maintained through the backup therapy of mdi.